Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
On (B)(4) 2013, intuitive surgical received (B)(4) from the FDA with the following complaint description: while in use, the cable that controls the biting action of the instrument tip snapped. No pieces came off, and the cable did not come into contact with the patient. The tip was not being used for biting action at the time the cable broke. The device was being operated by the surgeon prior to contact with the tissue.